Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the thread breaks during surgery.

Manufacturer narrative:
Samples received: 9 unopened racepacks. Analysis and results: there is one previous complaint of this batch regarding other issue. Manufactured and distributed in the market (B)(4) of this batch. There are no units in stock. Received nine closed samples. Tested the knot pull tensile strength of the samples received and the results fulfil requirements: 3.46 kgf in average and 3.22 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.